Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced concerns of arrythmia and a tamponade, and concerns of renal failure. The patient was treated with amio gtt, defibrillation, and continuous renal replacement therapy. On the 9th day of the support the patient coded and expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
D.3 manufacturer name should not of contained numbers behind it on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Arrhythmia: the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.